Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, a rubber stopper component from device fell into the patient's cavity. To resolve the issue, the surgeon had to retrieve the component from the cavity. There was no patient injury.